Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. (B)(4).

Event description:
An administrator reported that a surgeon explanted an intraocular lens (iol) because the pt could not tolerate the iol. In a f/u, the admin and the surgeon further clarified that the pt experienced diplopia which resolved after iol was exchanged for a different model lens.